Manufacturer narrative:
The device was returned for analysis. The reported retraction issue was not confirmed based on device condition. There was noted stretching of the barewire coils and also a kink to the delivery pod are likely contributed to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported retraction issue. It may be possible that challenging anatomical conditions caused difficulty with removal leading to the filter not being able to be pulled back into the retrieval catheter, but the filtration element was ultimately removed with a 8f guiding catheter. The noted stretched coils and kink on the delivery catheter are likely due to procedural circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed and mildly calcified lesion in the right carotid artery. The filter of an emboshield nav6 embolic protection system could not be pulled back into the retrieval catheter for removal, event after a few attempts. It was decided to use an 8f guiding catheter to successfully retrieve the filter and complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.